Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years and four months post deployment, a CT noted the filter apex penetrating through the right anterior wall. There was severe multifocal penetration into the small bowel and retroperitoneum. One fracture filter arm embolized into the right lower lobe of the lung and one fractured arm was located in the right hypogastric vein. The filter retrieval was complex with use of forceps to dissect free the apex of the filter; however the filter was removed successfully. Therefore, the investigation can be confirmed for perforation of the ivc, limb detachment and retrieval difficulties. Per the medical records, forceps was advanced to dissect free the apex of the filter and the filter was removed. The filter apex was embedded in the wall of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2015), (manufacturing date: 08/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated, and filter strut migrated into the right lower lobe of the lung. Furthermore, it was alleged that a residual filter strut remains unchanged in a fixed position in the right lower lobe of the lung. Additionally, it was alleged that the patient experienced severe chest pain, shortness of breath, severe groin pain, and lower back pain. The device was removed percutaneously. Some filter struts were removed percutaneously. The current status of the patient is unknown.